Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer: lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.5/+2.5/066 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens had a low vault, rotation, and a refractive surprise, and was repositioned. The lens was explanted on (B)(6) 2016 and exchanged for a longer lens. The problem was resolved. The patient's post-op best-corrected visual acuity (bcva) was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that haptic was broken and foreign material (particulates) on lens surface. Work order search: no similar complaints were reported for units within the same lot. Conclusion: as per the dfu of this lens model,implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm is contraindicated. This patient had an acd of 2.84mm at the time of implantation. (B)(4).